Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject cpr3 head was functioning normally at the beginning of a follow-up session. A sudden shutdown of the programmer occurred during the follow-up. When the programmer was restarted, the inductive telemetry head could not be initialized anymore. Multiple shutdown/restart maneuvers were performed, and it was attempted to switch in user administrator mode, but it did not solve the issue. Another cpr3 head was used and the follow-up could be performed. The subject cpr3 head was tested on another programmer, but it could not be recognized by the system. The cpr3 head was returned for analysis. Preliminary analysis results showed that the reported issue could be due to excessive mechanical stress on the cpr3 head wire.

Event description:
Reportedly, the subject cpr3 head was functioning normally at the beginning of a follow-up session. A sudden shutdown of the programmer occurred during the follow-up. When the programmer was restarted, the inductive telemetry head could not be initialized anymore. Multiple shutdown/restart maneuvers were performed, and it was attempted to switch in user administrator mode, but it did not solve the issue. Another cpr3 head was used and the follow-up could be performed. The subject cpr3 head was tested on another programmer, but it could not be recognized by the system. The cpr3 head was returned for analysis. Preliminary analysis results showed that the reported issue could be due to excessive mechanical stress on the cpr3 head wire.